Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the programmer was not able to power on. The patient replaced the programmer batteries and was still not able to power on the programmer. The patient's stimulation stopped suddenly and that is why they attempted to use their programmer. The battery alignment was correct and the programmer had no signs of corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.